Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The service history review cannot be conducted as a serial number was not provided. A device history record (DHR) review cannot be conducted as a serial number was not provided. A two-year review of complaint history revealed there has been a total of 96 reports, regarding 96 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that incorrect placement of a cannula or a trocar into subcutaneous tissue may lead to emphysema. To reduce the risk, use a low gas flow rate for the first insufflation and ensure that the insufflation instrument is correctly positioned. Long surgeries (> 200 min.), the use of many access points, duration and size of leaks at these points may also contribute to emphysema. Be sure to close leakages in trocar access points immediately. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported that he as-ifs1, airseal ifs, 110v device had been used in a robot-assisted lower rectal resection procedure on (B)(6) 2019 and ¿subcutaneous emphysema occurred¿. The event occurred post-operatively. Further information was sought, but none was provided. There was no report of a device malfunction. This report is being raised on the reported injury of a patient developing subcutaneous emphysema post-operatively with no allegation of a device malfunction.

Event description:
Conmed japan reported, that the as-ifs1, airseal ifs, 110v device had been used in a robot-assisted lower rectal resection procedure in (B)(6) 2019. And ¿subcutaneous emphysema occurred¿. The event, occurred post-operatively. Further information was sought, but none was provided. There was no report of a device malfunction. This report is being raised on the reported injury of a patient developing subcutaneous emphysema post-operatively with no allegation of a device malfunction.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.